Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. The customer¿s blood glucose level was 40 mg/dl, 52 mg/dl and 250 mg/dl. The customer had been using insulin pump system within 48 hours of reported low blood glucose event. The customer reported that they treated low blood glucose level with 3 brownies and a can of coke and food. The customer did not mention any symptom related to low blood glucose level. The customer stated that the insulin pump was on automode at the time of incident. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of low blood glucose. The customer did not allege the insulin pump for over delivery. The insulin pump will not be returned for analysis.